Manufacturer narrative:
The leads are no longer reportable.

Event description:
Additional information received indicates, surgical intervention took place on (B)(6) 2025, wherein the ipg was explanted and replaced. Post-operatively therapy was restored and impedance issues resolved, and no intervention was done with the leads. The leads are therefore no longer reportable.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient has high impedances on both their leads. As a result, surgical intervention may take place at a later date to address the issue. Additionally, patient's ipg will also be replaced, and the reason for replacement is unknown at this time.